Event description:
It was reported that customer had diabetic ketoacidosis due to undetected kink in the cannula and absence of no delivery alarm. Pump is used as a back-up and customer is using omnipump cordless system. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.